Event description:
It was reported that the patients spinal cord stimulation (scs) leads had migrated and fractured. The patient underwent lead replacement procedure and was doing well postoperatively. The explanted devices were not returned per facility policy.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: 5013730.